Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the analyzer and noted that the o-ring was missing from the acrylic block; the ion-selective electrode (ise) sipper nozzle was bent; the sample probe was not centered within the rinse well during rinsing; and the ise locking mechanism was not engaging engage properly. He then replaced the o-ring and ise sipper nozzle; cleaned and lubricated the ise locking mechanism; and adjusted the sample probe rinse position to center within the rinse well. The customer performed calibrations and qcs with acceptable results. The analyzer was verified to be performing again within specifications. The investigation reviewed the customer's handling of patient samples. The patient samples were centrifuged at 5000 rpm for 5 minutes. The recommended centrifugation instructions for the sample tubes were 1300-2000g for 10 minutes at 25ºc room temperature. The investigation reviewed the calibration performed surrounding the date of event; the results were within specifications. The investigation reviewed the qc recovery surrounding the date of event; the qc recovery for levels 1 and 2 was erratic and outside the 2 standard deviation range (sd). After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results from an unspecified number of patient samples tested on the cobas 4000 c311 stand alone system. The reporter stated that the qcs were out of range during the next qc run, prompting the rerun of patient samples. The reporter was able to provide two examples of discrepant results: the initial results were reported outside of the laboratory. Sample 1 the initial result was 134 mmol/l. The repeat result was 140 mmol/l. Sample 2 the initial result was 129 mmol/l. The repeat result was 136 mmol/l. The repeat results were deemed correct.